Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy due to a fractured lead. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The report event of breakage of the electrode was not confirmed. As received, microscopic inspection showed the returned lead electrodes of both ends had no anomalies/damage found. The event remains unkown.